Event description:
It was reported that prior to a scheduled filter retrieval, it was identified that a filter arm and leg had detached. Reportedly, the filter arm was located in the patient's lung and the filter leg was in the retroperitoneal area. The detached limbs were not removed; however, the filter was successfully retrieved. There was not report of injury to the asymptomatic patient. The filter had an indwell time of 268 days.

Manufacturer narrative:
The device history records could not be reviewed as the lot number was unknown. The filter has been returned, the investigation is currently underway.